Manufacturer narrative:
The pump will not be returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt underwent a pump exchange procedure due ot a chronic (B)(6) driveline infection. The explanted pump will not be returned to the MFR for eval.